Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure occurred on (B)(6) 2012 due to alleged pain, discomfort, dysfunction, loss of range of motion and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for this event (reference 1825034-2013-01759 / 01761). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to alleged pain, discomfort, dysfunction, loss of range of motion and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates the revision performed on (B)(6) 2012 was due to instability, aseptic lymphocytic vasculitis-associated lesion and dislocations. The operative notes further indicate the presence of milky yellowish colored fluid, alval and elevated metal ion levels. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿